Manufacturer narrative:
Result: both siderails and the footboard have missing and cracked plastic parts with exposed sharp edges. Siderails were inoperable electronically due to the siderail cables been too tight and damaged resulting in nurse call activation being unavailable.

Event description:
It was reported by service report that both siderails and the footboard have missing and cracked plastic parts with exposed sharp edges and the potential for fluid ingress, and the motion controls on both siderails were intermittently inoperable. No pt involvement or adverse consequences were reported.